Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and was unable to self-treat due to unspecified symptoms. The customer self-presented at an emergency where a glucose result of 246 mg/dl was obtained on the hospital¿s meter and the customer was administered insulin IV (type/dose unknown) for treatment. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 64 mg/dl was compared with an hcp meter result of 246 mg/dl and when the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.